Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on the clinical details, the root cause of the limb ischemia was most likely thrombus in the patient's vessel. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU, ischemia is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a 54-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient developed lower limb ischemia. It was documented that the patient lost pulse distal to the impella insertion site. Vascular surgery was performed to execute a cutdown of the femoral artery and to remove the pump. Following explant, a double fasciotomy of the lower left limb was initiated to remove a clot from the left iliac artery. A stent was subsequently placed after the pump was removed. The patient was deemed stable following the intervention.